Event description:
According to the reporter, after the procedure had been completed, the nurse took the pad off of the patient and there was redness in the thigh area of the grounding pad that resembled a burn. Photo observation showed 1st degree burn. The unit stopped working during the surgery, so it was swapped for a different unit and the procedure was completed.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a photo of the patient's injury. It was reported that there was a device related burn. The reported issue could not be confirm. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant product: vlft10gen, vlft10gen ft series energy platformx1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after the procedure had been completed, the nurse took the pad off of the patient and there was redness in the area of the grounding pad that resembled a burn. The unit stopped working during the surgery, so it was swapped for a different unit and the procedure was completed.